Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018 was chosen as a best estimate based on the date of the mesh removal surgery. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during repair of anterior and posterior vaginal compartment, sling insertion for stress incontinence, biopsy of vulva, cystoscopy and bladder catheterization procedure performed on (B)(6) 2018 for the treatment of cystocele, rectocele, stress urinary incontinence and lichen sclerosis. As reported by the patient's attorney, the patient has experienced an unspecified injury.